Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2022 and suture was used. Before the procedure it was noted that the package is white and does not bear ethicon branding. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Sales rep confirmed that products were delivered from edc together with other sutures in original packaging. She personally had ordered the products and opened the packaging to put products into customer's consignment warehouse. Photo analysis: a visual analysis of the received image was performed and two boxes with the product code were observed mcp4423h for evaluation. It was observed that the packaging and the samples observed in the images were in accordance with the specifications of the process and the products were manufactured by ethicon, the counterfeit could not be confirmed. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360.